Manufacturer narrative:
As reported, a patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was bilateral pulmonary emboli and right leg deep vein thrombosis (dvt). The patient underwent a left iliofemoral venogram, ivc venogram, selective left and right renal venogram, and ivc filter deployment. A cordis optease ivc filter was deployed at the l2-3 intervertebral space beneath both renal veins, with no thrombus noted in the ivc or most proximal common iliac veins. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter and blood clots, clotting and or occlusion of the ivc. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilt. Per the patient¿s implant records, the request for the inferior vena cava (ivc) filter placement was due to bilateral pulmonary emboli and right leg deep vein thrombosis (dvt); the patient was felt to be very high risk for recurrent pulmonary thromboembolism (pte) with likely fatal outcome. The patient underwent a left iliofemoral venogram, ivc venogram, selective left and right renal venogram, and ivc filter deployment. A cordis optease ivc filter was deployed at the l2-3 intervertebral space beneath both renal veins, with no thrombus noted in the ivc or most proximal common iliac veins. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it. According to the redacted-amended patient profile form (ppf), the patient additionally reports blood clots, clotting and or occlusion of the ivc, and became aware of the reported events approximately eleven years and nine months after the filter was implanted.

Manufacturer narrative:
As reported, the patient received a cordis inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage including, but not limited to perforation and tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was bilateral pulmonary emboli and right leg deep vein thrombosis (dvt); with high risk for recurrent pulmonary thromboembolism (pte). A cordis optease ivc filter was deployed at the l2-3 intervertebral space beneath both renal veins, with no thrombus noted in the ivc or most proximal common iliac veins. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilt. Per the patient¿s implant records, the request for the inferior vena cava (ivc) filter placement was due to bilateral pulmonary emboli and right leg deep vein thrombosis (dvt); the patient was felt to be very high risk for recurrent pulmonary thromboembolism (pte) with likely fatal outcome. The patient underwent a left iliofemoral venogram, ivc venogram, selective left and right renal venogram, and ivc filter deployment. A cordis optease ivc filter was deployed at the l2-3 intervertebral space beneath both renal veins, with no thrombus noted in the ivc or most proximal common iliac veins. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilt. Per the patient¿s implant records, the request for the inferior vena cava (ivc) filter placement was due to bilateral pulmonary emboli and right leg deep vein thrombosis (dvt); the patient was felt to be very high risk for recurrent pulmonary thromboembolism (pte) with likely fatal outcome. The patient underwent a left iliofemoral venogram, ivc venogram, selective left and right renal venogram, and ivc filter deployment. A cordis optease ivc filter was deployed at the l2-3 intervertebral space beneath both renal veins, with no thrombus noted in the ivc or most proximal common iliac veins. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot r0707126 revealed no anomalies or non-conformance during the manufacturing and inspection processes that could be associated with the event.